Event description:
The customer reported that the system was intermittently not displaying images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage power supply was reseated. The system was tested and found to be working as intended and put back into service.